Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer displayed a black screen that displayed a diagnostic message saying, "serious programmer error". However, a system error was recorded in the recent error log. The hard drive was reimaged. It was noted that the programmer failed the touch screen debug procedure, and autonomous movement of the cursor was observed. An electromagnetic interference(emi) repair was performed to correct the screen issue. Additionally, it was noted that the power cord bay was broken. Replaced the power cord bay assembly with one tab. The q button was missing from the keyboard. The keyboard was replaced. The logo button was missing. The logo button was installed. The system fan wire was broken. The system fan was replaced. The software was reloaded and updated. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed a black screen that displayed a diagnostic message saying "serious programmer error". Troubleshooting steps were taken to power cycle the programmer after which it cleared the black screen. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.